Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 02 (compression tracking error) was confirmed through a load cell characterization functional test. The root cause of the reported ua02 advisory message was due to two defective load cells, likely attributed to the device's aging. The autopulse platform was manufactured in august 2007 and is almost 18 years old. An archive review could not be conducted since the data could not be downloaded because of a defective processor board, also attributed to the device's aging. The processor board needs to be replaced. The reported ua02 advisory message did not replicate during preliminary functional testing. However, a load cell characterization test indicated that both load cells were over-reporting. The defective load cells must have triggered the ua02 advisory messages and need to be replaced to resolve the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 02 (compression tracking error). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.